Manufacturer narrative:
The monopolar curved scissor (mcs) tip cover accessory was found to have gouges on the outer surface of the tip cover. The gouges were not axially aligned. There was no material found missing. The accessories appear loose when placed in the mcs but did not come off naturally when placed in the in-house system. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed on the patient when the event occurred. A fragment fell inside the patient and was retrieved during the same procedure. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. The mcs instrument did not collide with any other instruments during the procedure. There was no orange part of the instrument visible once the tip cover accessory was installed. The accessory was not installed beyond the orange surface. The installation tool was used. There was no electrolube applied prior to putting the accessory on. There was no damage noticed out of the ordinary. This case occurred during the procedure, not during a training/demo. Two tip covers came off and fallen into the patient¿s body and both of them were removed outside the patient¿s body in the same procedure. The tip covers were tried with two mcs instruments. The tip covers were loose with the mcs instruments. The mcs instruments were not returned as there was no abnormality with the instruments. The procedure was a lar (lower anterior resection). Manufacturer report number 2955842-2025-16468 documents the second tip cover accessory.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissor tip cover accessory was observed to be loose and naturally detaching. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the accessory involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.